Event description:
It was reported that an ilet pump displayed alert 57 instructing a switch to alternative therapy, which indicated a software runtime error consistent with a program or algorithm execution failure, and the user restarted the device successfully and requested a replacement while continuing on the ilet; the affected component was identified as computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem consistent with a program or algorithm execution failure within the device¿s computer software. It was concluded, based on previously established findings for similar reports, that the cause was not yet determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.